Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was not returned, so no analysis was conducted. Refer to MDR 1723170-2019-00317 for the report on the teratracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. The issue occurred during instrument verification of the tracker and the drill guide. It was reported that the two devices were not completely compatible. The product was not completely matched to the naked eye, not to mention the screw fixation, so it would be inaccurate. There was a problem with the product process, the handle and the tracker could not be completely matched, so it could not be fixed with screws. There was no patient present when this issue was identified.